Event description:
It was reported to philips that the system could not power up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon functional testing, the fse found the 24v power from nd to flat detector was not working. Upon further analysis the fse confirmed that the nd power supply was defective. To resolve the issue, the fse replaced the nd power supply. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.